Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was found in backup vvi mode. A firmware download indicated that the backup status was caused by a low battery voltage. The device was explanted and replaced on (B)(6) 2020. The patient was asymptomatic.

Manufacturer narrative:
The device was received from the field with battery voltage at end of service after exceeding projected longevity. The pacer was cut opened and a new battery attached followed by re-loading the product code without anomaly. The pacer was tested under nominal settings and results indicated normal functionality. Additionally, the device telemetry had no issue and the device maintained communication with the programmer normally. A requested from field if there was any known electromagnetic interference or other electromagnetic exposure in field and was confirmed that the patient had radiation therapy back in mid-january. The backup mode noted in the field was caused by exposure to radiation. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity and device is considered normal battery depletion.